Event description:
This is a supplement report due to additional information received on 08apr2015. The exam notes relates by medical history, a (B)(6), female patient who had been diagnosed with a central corneal ulcer. The patient's visual acuity was stable in both eyes. The patient had been prescribed antibiotic drops for left eye every hour to prevent permanent injury. The ophthalmologist confirmed the diagnosis of a pinpoint central scar in the left eye that resolved easily by the next day. The stroma was noted as quiet. Contact lens rest was prescribed for an additional week until next follow-up before returning to lens wear.

Event description:
A patient complained of left eye pain and alleges a corneal ulcer after sleeping in new lenses. Onset appears to be (B)(6) 2015. The patient removed the lenses from each eye and found there were two lenses in one eye. The patient notes that her primary eye doctor had ok'd sleeping in the lenses and removing them once per week to clean. The patient sought medical care by her primary eye doctor who diagnosed (per patient) a central corneal ulcer and referred her to an ophthalmologist. The primary doctor declines to provide additional medical information. Additional medical information was requested of the ophthalmologist, but no information was returned. Lot number for the lens was provided but no lenses have been returned for inspection. This event is being reported due to the alleged central corneal ulcer.

Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.